Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when inserting the midline, the catheter breaks and twists around the needle/conductor and gets stuck under the skin. When the guide is inserted, there is backflow and no resistance. When catheter tube is inserted, there is some resistance, thus trying to pull out midline instead but patient expresses that it hurts and sees that the tube is "twisted" and that the catheter tube has broken off (outside the skin). Measures taken immediately: refrains from forcing when patient expresses pain. Doctor gives local anesthetic and manages to pull out the entire midline with needle, guide and catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be related to pulling the catheter back against the needle bevel. One 22 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned products showed blood residues along the device. The catheter was observed to be along the needle shaft with a break along the proximal end of the catheter shaft. The distal break site of the catheter appeared bunched and twisted. The guidewire slider was in the advanced position upon the return of the device. A microscopic observation revealed a chevron-shaped break site along the catheter shaft. The catheter was removed from the needle and guidewire assembly. A longitudinal split was observed along the proximal break site. The proximal fracture surface appeared shiny and reflective with sharp fracture edges. The distal end of the catheter was observed to be deformed. The coiled region of the guidewire had uneven coils. The cause of this failure was determined to be related to incorrect manipulation of the catheter, guidewire and needle bevel. The IFU states, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.